Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: event date should have been (B)(6) 2018 rather than (B)(6) 2018. Correction: the date received by manufacturer for the initial report should have been oct 4, 2018 rather than oct 5, 2018.